Event description:
Device malfunction: foot break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, a posterior foot break occurred and location of the broken piece is unknown. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary - evaluation of the returned device found a posterior cuff miss occurred. The posterior needle was found slightly bent at the distal end of the follower. The evidence of this bend set on the needle suggests that the needle tip was deflected low and struck the foot causing the foot break; however, this could not be confirmed. The broken piece was not returned. No manufacturing issues were detected with the returned device that could have contributed to the reported event. We were not able to establish a root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.